Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A2, a4, a5, a6: age, sex, weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band-aid unspecified USA not applicable babgenusunsp) lot number - ni. D4: 510(k) exempt device I complaint. UDI, upc, lot number and expiration date are not available for reporting. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with an unspecified band-aid bandage. The consumer reported that she had a very bad anaphylactic reaction to the product. No further details of product usage, timeline of event nor any treatment or health care professional consult/diagnosis reported.